Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open colectomy, the firing knob was broken off at the fourth firing of feea. The device was used on the colon. No pieces were left inside the patient. The staple height was green. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.